Event description:
The customer alleged they received a questionable estradiol result on their elecsys 2010 analyzer for one patient. The patient's initial estradiol result was 774.3 pmol/l and it was reported to outside the laboratory. The doctor queried the result and the sample was repeated twice. On (B)(6) 2013, the repeat results were 4284 pmol/l and 4372 pmol/l. The report was amended to 4280 pmol/l and the doctor notified. It was unknown if the patient was harmed by this event. Information was requested but not provided. The estradiol reagent lot number was 173677. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The calibration and quality control results were within range and no reagent issue was evident. It was noted the customer might not have been following the tube manufacturer's clotting recommendations.

Manufacturer narrative:
This event occurred in (B)(6).